Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported the pt received more medication than intended. On 5/05 at an unspecified time, the pump was programmed to deliver in the continuous mode an unspecified concentration of 5fu at a rate of 4ml/hr, with a vtbi (volume to be infused) of 96ml and a container size of 106ml. On 5/05 at 12:37pm the delivery was initiated in the outpatient dept. The pt was discharged to her home with the 5fu infusing. Next day at 2:21am, the pump alarmed for a proximal occlusion. The pt called the homecare service. The nurse went to the pt's home and noted the 5fu solution bag was empty. The physician was notified. The pump was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.